Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a mechanical issue. Upon explant, the issue appeared to be one of the cylinders. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The flat reservoir was visually inspected, and leak tested. No leaks and no visual abnormality was found upon inspection. The ipp cylinders were visually inspected and functionally tested; no leaks were found. There was a hole in the outer tube of the first cylinder due to wear from the kink resistant tubing (krt); however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. The second cylinder had wear at a fold close to the distal end of the cylinder body; no leaks were found. The momentary squeeze (ms) pump was visually inspected, and leak tested. There was a leak in the krt section due to fatigue. The pump was therefore not functionally tested due to this failure. Based on the information available and analysis results, the reported clinical event of a mechanical issue was confirmed.